Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. The feeder tab was sticking out of the channel of the device and a rotation tab by was bent back. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The sample would not load any clips into the jaws. The sample was disassembled to look at the internal components. Upon disassembly, it was found that 8 clips remained in the channel indicating that 7 clips were fired by the end user. In addition to the feeder tab and rotation tab being damaged, the yoke was bent. The clips were unable to be pushed out of the feeder and into the jaws due to the damages observed. No other defects or anomalies were observed. The IFU for this product, (B)(4) rev. 03, was reviewed as a part of this complaint investigation. Other remarks: the IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was disassembled to determine why the clips were unable to load into the jaws. It was found that damage to multiple internal components resulted in the clips being unable to fire. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
When attempting to deploy or engage the clips in the jaws of the applier, it appeared as if six clips were missing the bosses, which allowed the clips to sit securely in the jaws of the applier. No harm was done to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600179 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When attempting to deploy or engage the clips in the jaws of the applier, it appeared as if six clips were missing the bosses, which allowed the clips to sit securely in the jaws of the applier. No harm was done to the patient.